Event description:
Patient, with underlying conditions of vocal cord paresis and an osteophyte of cervical spine, presented to the emergency department with aspiration pneumonia and difficulty swallowing, and was admitted. Upon evaluation, it was suspected that the patient had muscle weakness related to the underlying condition, that was exacerbated by inspire therapy resulting in aspiration issues. A swallow study was performed, confirming these findings, and a feeding tube was placed.